Event description:
It was reported that the patient underwent a revision procedure due to the indirect decompression (ID) spacer being disengaged from the spinous process, which was confirmed by an x-ray. The spacer was explanted and two new spacers were implanted. The patient was very sore after the procedure but was doing well postoperatively. The explanted spacer will be returned for device analysis.

Event description:
It was reported that the patient underwent a revision procedure due to the indirect decompression (ID) spacer being disengaged from the spinous process, which was confirmed by an x-ray. The spacer was explanted and two new spacers were implanted. The patient was very sore after the procedure but was doing well postoperatively. The explanted spacer will be returned for device analysis.

Manufacturer narrative:
The returned spacer was subjected to a visual and functional examination. The spacer passed the functional test, engaged with a known good inserter, and the cam lobes deployed without any resistance. Visual inspection revealed that the spindle, actuator, spindle cap and spacer body have scratches and tool damage, however, this damage does not affect the functionality of the device. The spacer was completely intact and exhibits normal characteristics. A labelling review found that the reported event is a known risk associated with the use of lumbar spine implants and associated instruments.

Manufacturer narrative:
The device was returned; however, a technical product analysis of the device has not yet been completed.

Event description:
It was reported that the patient underwent a revision procedure due to the indirect decompression (ID) spacer being disengaged from the spinous process, which was confirmed by an x-ray. The spacer was explanted and two new spacers were implanted. The patient was very sore after the procedure but was doing well postoperatively. The explanted spacer will be returned for device analysis.